Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 560cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast prosthesis implantation surgery with a 560cc mentor memorygel breast implant on the left breast. Post-operatively, the patient suffered left breast asymmetry. As a result, the patient underwent left breast capsulectomy, breast implant removal and replacement with a 535cc mentor memorygel breast implant (catalog: shpx535 lot: 9518618 sn: (B)(4)) on (B)(6) 2021.